Event description:
A journal article was received entitled, which implant is best after failed treatment for pathologic femur fractures? By jonathan agner forsberg md, rikard wedin md, phd, henrik bauer md, phd, clin orthop relat res (2013) 471:735-740. This study evaluated patients with femoral metastases in whom implants failed. The 88 patients who underwent salvage procedures were studied. These included 16 patients with plate fixation. It was reported that 8 patients required reoperation due to failure of the salvage implant with the most common causes for reoperation across all treatment groups being material failure, local progression of the tumor or a combination of these. Further postoperative complications across all treatment groups included dislocation, superficial wound infections and systemic illness or a combination of these. The article did not identify complications according to specific implant. It is unknown if this is a synthes product. This report is for an unknown amount of plate(s) this is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed. Device was used for treatment, not diagnosis.